Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation. The set was visually inspected and it was observed that the luer lock was missing from the syringe adaptor, hence the reported defect was confirmed. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and did not find any similar reports that have been received for the reported problem. However, baxter will continue to monitor similar reports to determine if further actions are required. No further actions will be taken. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The pharmacist reported to baxter (B)(4) that the syringe adaptor set was observed before use without sterility protector on set. There was no patient involvement, therefore no patient impact/injury. No additional information is available.